Event description:
A falsely elevated troponin I result of 5.25 ng/ml was obtained on a patient sample. Two more samples were tested on succeeding days and results of 6.83 and 14.1 ng/ml were obtained. The results were reported to the physician. The samples were retested on alternate methodology and a results of <0.012 ng/ml were obtained on all three samples. Patient treatment of stress test and adjustment of blood pressure medication was reported. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was non specific binding.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of sample by siemens healthcare diagnostics inc. Indicates that the cause for the falsely elevated troponin I results was non specific binding. The instrument is performing within specifications.